Event description:
It was reported that an arteriotomy closure of the left profunda femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure. The vessel wall was over 5mm in diameter. Reportedly, after removing the proglide out of the patient, the physician attempted to bring the suture knot to the vessel wall by using the suture trimmer. The rail limb (blue suture) was wrapped around the physician's left forefinger; however, the physician was unable to push the knot to the top of the artery at all. When the physician pulled the blue suture, it separated. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The proglide device is contraindicated if the puncture site is located in the profunda femoris artery or the superficial femoral artery [puncture sites may result in a pseudoaneurysm, intimal dissection or an acute vessel closure (thrombosis of small artery lumen)]. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. It could not be confirmed if the suture break was due to anatomical and/or user technique and is therefore related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device was used in the left profunda femoral artery. The proglide instructions for use state: the perclose proglide 6f system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site. Do not use the perclose proglide system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since the puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure. Based on the information reviewed, there is no indication of a product deficiency.